Event description:
One of the pins that actuates the pump cassette is missing. The complaint from the nurse was "pump not working." Pumps only autoflush and not tube feeding.======================manufacturer response for enteral feeding pump, flexiflo quantum (per site reporter).======================sent replacement pump.